Manufacturer narrative:
Additional information was received advising that a secondary procedure was performed on (B)(6) 2017. Two balloon expandable stents were placed at the common iliac arteries bilaterally. It is believed that no anticoagulants were given. Also informed no additional imaging at this time. Evaluation / investigation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. No imaging has been provided for review. A documentation investigation was performed. A review of the instructions for use, manufacturing instructions and quality control data was conducted. Qc specifications, manufacturing instructions and design history files were reviewed and no evidence was found suggesting that the device was manufactured outside of specifications a review of the device history record could not be performed as the device lot information was not provided. There is no medical history for this patient indicating if the patient had any pre-existing conditions that would increase risk of clotting or thrombus formation or reduce outflow. There is no information regarding whether the patient was on any anticoagulation therapy. There is no information regarding any stenosis which could increase thrombus formation. There is no information regarding placement of the device with regards to the main body. Per the instructions for use (IFU), excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. With the information given, there is no evidence to suggest that the device was manufactured out of specifications. It is feasible to suggest that this complaint could have been related to human physiology and disease progression, however the root cause of this complaint is inconclusive without further information. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Manufacturer narrative:
Incomplete catalog number provided as zsle-24-??-zt. Concomitant medical products: access wires and sheaths, lunderquist, tffb endograft, zsle limb for other iliac, and a coda balloon. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a (B)(6)-year-old, male patient underwent an endovascular infra-renal aortic aneurysm repair for an abdominal aortic aneurysm (aaa) on (B)(6) 2016. As reported, the patient was implanted with a zenith flex aaa endovascular graft bifurcated main body graft and two zenith flex with spiral-z technology aaa endovascular graft iliac legs. A follow-up computerized tomography (CT) scan was performed on (B)(6) 2017. As reported, the patient was complaining of pain/claudication at the left lower extremity. The CT scan showed a thrombus with lumen narrowing at the area of the iliac limb where it bell bottoms from a 13¿24 mm diameter. The surgeon plans to perform an additional procedure, starting with an angioplasty. He will consider his options with which to proceed at the time of the case.